Event description:
It was initially reported that during a diagnostic turned therapeutic colonoscopy due to a polyp using the subject device, the loop in the intestine did not go smoothly in and out of the sheath as if there was something in the sheath at a certain point that made it not flexible. A clip was used instead of the endoloop and then the polyp was removed. It was additionally reported that at the moment the sheath was withdrawn, causing the endoloop to come out, there was a pause as if the sheath had to go over a small bump. This was slightly noticeable so the dysfunction of the endoloop was not considered. The endoloop was inspected prior to the procedure and no abnormalities were seen when the endoloop was removed from the packaging. The endoloop also slid smoothly into the sheath when it was placed over the loop in preparation (outside the patient). It was later clarified that there were 2 endoloops used that in total extended the procedure by 38 minutes. Initially, the loop did not go in and out of the sheath smoothly. The second incident then happened namely the handle broke off of the second endoloop. Reportedly, the pin in the handle broke off when the loop was already around the polyp. With a lot of effort, including cutting the sheath with pliers, the system could be removed from the scope. It was further noted that the placing of the endoloop went according to protocol and plan. However, at the moment it had to be released, the metal part would not come loose from the endoloop. The user repeated the action to release the endoloop to get it loose and after this action, the handle felt completely loose, and the user saw that the wiring had snapped. The endoloop was nicely placed around the polyp. The user cut off the handle, brought the scope out, re-advanced the scope, and the user was able to loosen the end of the endoloop with the wiring attached to it with a loop cutter and remove it from the patient. The procedure was completed with the same device. There were no reports of patient harm. This report is for the first endoloop.

Manufacturer narrative:
The device with lot number 3yv with supplemental information number of "08" was returned and a visual inspection on the received condition of the device was performed. The loop was slightly extended from the distal end of the insertion portion. The tube joint was pulled to the proximal side, and the loop was extended from the tube sheath without a problem. There were no kinks or abnormalities on the tube sheath and coil sheath leading to not being able to move the tube sheath forward and back. The hook presented no abnormalities such as deformation or bending. The operation pipe in the handle section was deformed. The loop stopper was detached from the loop. The connection between the loop and hook has not been confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results of the subject device, the root cause of the event could not be determined. A likely mechanism causing the reported event might be the following: the slider was pulled to tighten the loop. Because the distal end of the coil was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. The hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. Pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. The slider was forcefully operated in state of "4" description causing the operation pipe of the slider to deform. It was not possible to determine why the stopper detached from the loop. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the manufacturer report number 9614641-2024-02005 (patient identifier (B)(6)).